Event description:
Multiple, false negative allergen specific ige patient results were obtained on an immulite 2000 xpi instrument. The initial results were not reported to the physician(s). The same samples were repeated on the alternate immulite 2000 xpi instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false negative allergen specific ige patient results.

Manufacturer narrative:
Customer contacted a siemens customer care center to report multiple, false negative allergen specific ige patient results obtained on an immulite 2000 xpi (sn: n6126) instrument. A siemens customer service engineer was dispatched to the customer¿s site. The lots of the assays involved were within acceptable criteria and controls were in range. During this visit, the cse performed maintenance on the equipment. The equipment was released and was fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.